Event description:
It was reported by the or support specialist that the patient was seen in clinic and is not doing well. The patient feels they have been getting worse instead of better since having vns. The physician would like the accuracy of the autostim to be reviewed. The programming history database was reviewed and there were no noted anomalies found that indicated device malfunction. There was also no indication that autostim parameters were adjusted. No additional relevant information has been received to date.